Event description:
The customer observed (B)(6) results while using the architect (B)(6) assay. The customer indicated that the patient, who is a (B)(6) patient, generated a (B)(6) result. Two months prior, a (B)(6) was generated for this patient and (B)(6) confirmation testing was performed with neutralization of 101%. The physician questioned the (B)(6) result generated on (B)(6) 2012. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The lot number is unknown, this information was incorrectly recordered in the initial submission in the serial number field instead of the lot # field. (B)(4): this report is being filed on an international product, list number 06c36 that has similar products distributed in the us, list numbers 1l80 and 4p53.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. No lot number or sample return was available. Based on the available information no malfunction and no deficiency, of the architect (B)(6) reagent, list number 06c36, was identified.